Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article abstract entitled, ¿new bone preserving treatment option for young patients with hip osteoarthritis¿ by k. Toth, et al, publisher unknown, was reviewed. The purpose of this study was to evaluate bone sacrifice and patient satisfaction after neck-retaining arthroplasty which seem to provide the most balanced maintenance of bone tissue. The authors performed radiological follow-up for 6 months postoperatively. Implanted products: 20 proxima femoral stems. Results: there were 6 cases of device migration at 6 months follow-up. The authors note that all 20 implanted stems were stable at final follow-up. There were no reported patient consequences and no revision surgeries mention in the text of the article abstract. "